Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During initial implant procedure, the setscrew for the right ventricular channel could not be tightened into the device header. The device was explanted and replaced to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
The reported complaint of rv-setscrew could not be tightened on the lead was confirmed. Analysis found the user of the torque wrench stripped the setscrew inset. After the walls of the setscrew inset have been stripped the setscrew can no longer be tightened. No setscrew or device anomalies were found that would cause the user of the wrench to strip the setscrew. The problem is related to the incorrect use of the wrench by its user in the field.